Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red and irritated. The patient stated he is allergic to many things and confirmed he has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested garments be changed daily and prescribed a cream. The patient could not recall the name of the cream. Follow up indicated the irritation improved.